Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient.

Event description:
A patient reported she noticed she was not feeling vibration so she got her patient programmer and wouldn¿t turn on. The patient noted she had not used the patient programmer in a couple of years. The patient tried replacing the batteries, but it did not solve the issue. The patient was not able to determine if the batteries were alkaline batteries. The patient noted she used to feel it more often. The patient stated she had not been emptying as much. The patient mentioned she bought a large vehicle recently that required her to pull herself up into it and she said ¿it felt like she pulled something¿. The patient noted the patient programmer would not power up since a week prior to the call. The patient noted on (B)(6) they had a symptom return, they were not emptying as much, and they felt like they pulled something. The patient mentioned that the device was put in due to a kidney infection. The patient stated that she was ¿backing up, got sepsis/pneumonia¿ and was told she had a spastic bladder. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.